Event description:
Spontaneous: home healthcare nurse (B)(6) pt. Was infused hizentra dose yesterday­ medication was leaking from both needle sites. No further information provided. No adverse events reported - unknown if defective needles on hand. Reported to (B)(6) by health professional.